Manufacturer narrative:
The product was returned but has not yet been investigated. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia at this time.

Event description:
It was reported that a patient's blood glucose levels reached 287 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a manual injection of insulin (6 units) was delivered and a new pod was applied. The patient's blood glucose, carbohydrate, and insulin history are as follows: time/ bg(mg/dl)/ cho(g)/ bolus(u): 6:42am 124, 8:00am 83, 1:30pm 173, 8:42pm 236 took insulin and then checked bg at 11pm 287 changed pod 12:30am 256 1:23am 228 1:24am 276 10am 117.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.